Manufacturer narrative:
Product was received on (B)(4) 2013. The soft component of the up button is lacerated. The damages did not influence the insulin functions. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2013, it was reported that the up button on the patient's infusion device was only functioning intermittently. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.